Manufacturer narrative:
The following allegations have been investigated: tilt, unable to be retrieved, embedment, pe, dvt, discomfort, ptsd, anxiety, panic attack, disability. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dvt, discomfort, ptsd, anxiety, panic attack, disability are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Additional information was received. The patient alleges vena cava perforation and blood clots. Patient additionally alleges internal bleeding and limited activity. An unsuccessful percutaneous removal was attempted on (B)(6) 2009 for routine removal. The filter was successfully removed percutaneously on (B)(6) 2019 due to routine removal. (B)(6) 2014, per a report from computed tomography; ¿an ivc filter is identified within the infrarenal ivc, appearing somewhat tilted. Several of the metallic wires appear to extend beyond the medial and anterior ivc wall, at least 1 cm. There does not appear to be fat stranding or other inflammatory changes adjacent to the ivc at this location.¿ (B)(6) 2019, per a report from retrieval report (unsuccessful); ¿ ¿it is tilted posteriorly.¿¿ "a forceps device was used to gently engage the filter apex, for which the patient was unable to tolerate even slight manipulation of the filter. Due to decreasing oxygen saturation with increased sedation, a decision was made to terminate the procedure and repeat the attempt with general anesthesia". ¿a tiny amount of thrombus was noted within the filter.¿ ¿impression: 2. Patient unable to tolerate even initial attempt to engage the filter, with moderate sedation.¿ (B)(6) 2020, per a report from retrieval report (successful); ¿an infrarenal cook celect filter is present. No significant thrombus was noted in the inferior vena cava or the filter prior to retrieval. The filter was removed as described with dual forceps technique. No luminal defect, thrombus, or extravasation was noted after removal of the ivc filter.¿

Manufacturer narrative:
Investigation : the following allegations have been investigated: vena cava perforation, blood clots, thrombus, internal bleeding, limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for embedment. The additional information regarding blood clots/thrombus does not change the previous investigation results for deep vein thrombosis (dvt). Unknown if the reported internal bleeding and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to deep vein thrombosis and pulmonary embolism. The patient is alleging tilt, the device is unable to be retrieved, embedment and blood clots (pulmonary embolism-(B)(6) 2009). The patient further alleges, "deep vein thrombosis. Internal bleeding due to sports injury, left arm. Internal discomfort. Post traumatic stress disorder, panic attacks and health related anxiety persistent after hospitalization in (B)(6) 2009". Additionally, the patient alleges either limited ability or inability regarding mountain biking, snow boarding, race track driving events, wake boarding and heavy weight lifting. It was also reported that per the (B)(6) 2009, implant report: findings: the inferior vena cava filter was deployed in the infrarenal inferior vena cava. There were repeated attempts to straighten the position of the filter but this filter deployed with the hook angle to the right". Additionally, per the (B)(6) 2009, retrieval report (attempted):" technique: I attempted to snare the catheter for approximately 10 minutes and was unsuccessful so performed an inferior venacavogram. I then advanced a 45 degrees 6 french angled catheter into the inferior vena cava and attempted to snare the filter with a triple loop and a single loop snare, both were unsuccessful. Following standard prep and under ultrasound guidance the right internal jugular vein was punctured a second time using single wall technique and a guidewire placed within it. Wire was advanced into the inferior vena cava. A 6 french vascular sheath was advanced over the wire and a 5 french pigtail catheter advanced into the inferior vena cava. With help, I was able to advance a terumo wire through the pigtail catheter which was snared. We attempted multiple times to free up the tip of the catheter from the caval wall but was unsuccessful. At that point we terminated the procedure because we did not want to risk rupturing the cava. Findings: cavogram showed that the tip of the filter was embedded in the caval wall, I was unsuccessful in trying to free this up, so the procedure was terminated for reasons above".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.